Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. (B)(4). The device has not been received for analysis. Upon receipt and completion of the problem analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
Note: this report pertains to two spyscope ds ii catheter and a spyglass ds controller used during the same procedure. It was reported to boston scientific corporation that two spyscope ds ii catheter and a spyglass ds controller were used in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) plus spyglass with electrohydraulic lithotripsy (ehl) procedure performed on (B)(6) 2021. During the procedure, the image of the first spyscope ds ii catheter was initially black and white. The pal and ntsc settings were checked and soft rebooted the controller; however, the image was not clear, the bottom third of the image was distorted and pixelated. The power cable was swapped out with a new one and hard rebooted the controller but the problem was not resolved. A second spyscope ds ii catheter was used and the problem was still the same. The image started getting distorted about 10 minutes and was lost into the procedure. The procedure was not completed due to this event. There were no patient complications reported as a result of this event.